Event description:
Initial report received from baxter customer service. A home pt reported one individual package that had a hole in it. No add'l info provided and no pt injury was reported.

Manufacturer narrative:
Multiple attempts have been made to obtain add'l info. Should info become available, a follow-up report will be submitted.